Event description:
It was reported that the pt was in septic shock due to enterobacter cloacae associated with ischemic bowel. The pt subsequently expired following respiratory failure. An autopsy was not performed.

Manufacturer narrative:
This report is being filed following an internal audit.